Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the pump history file also, unable to perform occlusion, a21 and excessive no delivery test due to motor error alarm during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed self-test and all operating currents measurement was normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received a motor error alarm and that insulin pump was not delivering. Customer's blood glucose was 260 mg/dl. Customer reported that healthcare professional noticed errors on insulin pump. During troubleshooting, customer reported that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.